Manufacturer narrative:
The technician replaced all of the beds casters, and the brake linkage to repair the bed.

Event description:
Information received indicates the brake will set, but will not hold.